Event description:
Patient was revised for loose femoral component. Femoral component, femoral head and acetabular liner were removed and replaced. Revision of total hip arthroplasty for loose stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient requested to keep it. Additional information has been requested and if received, will be provided in the supplemental report. Patient requested.